Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead previously exhibited high capture thresholds due to lead dislodgement; the lead was successfully repositioned. The patient was in stable condition prior, during and post procedure. The patient presented in clinic for follow-up. Upon device check, the left ventricular lead exhibited loss of capture. The lead was capped and replaced with epicardial lead on (B)(6) 2017. The patient was in stable condition prior, during and post procedure.